Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the failure of the main board is that the pressure sensor has failed because the pressure sensor data is abnormal. The instruction manual identifies the following verbiage, which may detect the phenomenon: "chapter 7.1 'how to identify the cause of an abnormality and how to deal with it' has the following description - abnormal content: all leds are off. Cause: an abnormality has been detected in the internal circuit of this product.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit ¿was dropping out¿ during a laparoscopy (lsk) procedure. The procedure was completed using a similar device after attempting multiple times with the subject device. There was an unspecified delay in the procedure due to replacing the subject device, however, there was no reports of patient harm associated with this event. During the inspection of the returned device, there was a faulty board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In the error memory of the subject device, was error code e03 for excessive pressure when inflated. The device was found to have a faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.